Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed on the sensor patch, and no issues were observed. Sensor data extraction was successful. The sensor was found to be in sensor state 7 with event log 129 with reason/ext error code 46 and sensor state 8 with event log 138. This is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset, which indicates an issue with the power circuitry. An extended investigation was conducted. A visual inspection was performed on the returned puck, and no abnormalities or signs of misuse were observed. Leak testing was performed on the returned puck, and a leak path was revealed near the sensor neck, which allows liquid to enter the pcba (printed circuit board assembly) leading to a temporary power loss that caused a brownout reset event. It was determined that the returned puck experienced a brownout due to liquid ingress. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "a scan again in 10 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced trembling, nausea, sweating, and "slowed thinking" and was unable to self-treat, requiring third-party administration of juice and food for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "a scan again in 10 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced trembling, nausea, sweating, and "slowed thinking" and was unable to self-treat, requiring third-party administration of juice and food for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.